Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the patient developed complete heart block. The event was diagnosed by electrocardiogram (EKG). On the same day, a new permanent pacemaker was implanted successfully. The event was considered recovered the same day.

Manufacturer narrative:
B5 describe event or problem - updated d10 returned to manufacturer date - corrected from 15-jun-2020 to 24-jun-2020 h3: device eval by manufacturer?: the delivery device (batch 24336138) and handle were receieved by boston scientific (bsc) and reviewed by a bsc quality engineer.the device was returned partially sheathed inside the sterilization bottle. The device was removed from the bottle. No kinks or damages were observed along the length of the device. As part of the initial analysis the device was inspected under fluoroscopy. No damages were observed from this inspection. An attempt to fully re-sheath noted that the handle could turn before it eventually jammed. Approximately 25mm of the nosecone was protruding from distal edge of the outer sheath. It was noted that as soon as the hard stop on the handle was reached (either direction) no taut/tension was identified on the outer sheath at its distal end. A stylet was inserted with minor resistance. The guidewire port was flushed without issue. The blue control knob was removed and an examination of the ring gears identified no damages. The handle housing was removed. An examination identified that the force limiter inner carriage ears were out of its right hand housing travel rail. The handle was opened up and an examination of the left hand housing rail identified no issues. However, when the handle components from the right hand housing were removed it was identified that the rail which the inner carriage ears run along was broken, approximately 7cm distal from the lead screw bearing. This break would have resulted in the force limiter inner carriage ears popping out of the rail and not feeding into the lost motion barrel during re-sheath. The mis-alignment of the force limiter inner carriage ears and the lost motion barrel lead to a jam up of the handle/ complaint incident. On inspection of the release collar it was noted that there was damage to the circumferential rail. Media review: the media made available does not capture the device advancing to the annulus. The actual release of the valve is captured. The final assessment shot shows the valve to be well positioned with a moderate waist. No issues were identified with the release of the valve. The removal and re-sheathing of the device post deployment is not captured. No issues were identified in the media which could have contributed to the reported event of complete heart block.

Event description:
Reprise IV study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the patient developed complete heart block. The event was diagnosed by electrocardiogram(EKG). On the same day, a new permanent pacemaker was implanted successfully. The event was considered recovered the same day. It was further reported that during the implant procedure, three (3) partial re-sheaths of the lotus edge valve were performed.the physician was not able to fully resheath the lotus edge delivery system prior to removal.the physician pulled the entire lotus edge delivery system out through the lotus introducer sheath(lis), with the nosecone of the lotus edge delivery system extended by 10cm.there was no issues with the removal of the lotus edge delivery system or lis.the patient was kept on a temporary pacemaker in response to the heart block.the previously reported permanent pacemaker that was implanted was a non-bsc permanent pacemaker.the patient was discharged on aspirin the following day.

Manufacturer narrative:
B5 describe event or problem - updated. D19 device available for evaluation - updated. D10 returned to manufacturer date - updated. H3 device returned to manufacturer - updated. H6 device codes - updated.

Event description:
Reprise IV study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day post index procedure, the patient developed complete heart block. The event was diagnosed by electrocardiogram(EKG). On the same day, a new permanent pacemaker was implanted successfully. The event was considered recovered the same day. It was further reported that during the implant procedure, three (3) partial re-sheaths of the lotus edge valve were performed. The physician was not able to fully resheath the lotus edge delivery system prior to removal. The physician pulled the entire lotus edge delivery system out through the lotus introducer sheath(lis), with the nosecone of the lotus edge delivery system extended by 10cm. There was no issues with the removal of the lotus edge delivery system or lis. The patient was kept on a temporary pacemaker in response to the heart block. The previously reported permanent pacemaker that was implanted was a non-bsc permanent pacemaker. The patient was discharged on aspirin the following day.